Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displayed error code e433 due to a defective high voltage power supply board. In addition, the following defects were found during full inspection: power transistors on the high voltage power supply board was found broken due to power surge from low voltage power supply board and it is not possible to activate footswitch/hand switch intermittently due to motherboard malfunction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433. The issue was found during maintenance. The intended procedure was an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective high voltage power supply board (hvps board). Possible causes of a defective hvps board: - the supply voltage from the hvps board is missing or too low (permanent error). - a defective hvps board due to a short circuit of the mos (metal-oxide-semiconductor) transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. Olympus will continue to monitor field performance for this device.